Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that the epg displayed an error code. Analysis also noted that the upper case was scratched, the keypad was delaminated, the keypad flex was damaged, the lower case was dented, the display wires were pinched (insulation not compromised) and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was received into service for repair and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.